Event description:
Customer reported that their charging cable, "had melted completely and her house smelled like smoke". The customer also reported seeing visible smoke. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. This serves as a correction report. It was incorrectly inferred in mdrs #2954323-2019-06104 that the customer reported that their adc issued cable had melted completely. However it cannot be confirmed at this time if the cable used by the customer was the cable specifically supplied by adc for use with the libre device as that information wasn¿t definitively provided at the time the complaint was reported and the cable associated with this issue has not been returned to adc for investigation. Section b5 has therefore been updated to remove the statement that the charging cable was an adc charging cable.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported that her adc fs libre cord to her reader, "had melted completely and her house smelled like smoke". The customer also reported seeing visible smoke. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained.

Event description:
Customer reported that her adc fs libre cord to her reader, "had melted completely and her house smelled like smoke". The customer also reported seeing visible smoke. There was no report of death, serious injury, or mistreatment associated with this event.